Manufacturer narrative:
(B)(4) patient information requested an all available information is included. This report was filed by the manufacturer. During inspection of the alaris pump module, a dark brown residue was found inside the rear case, on the inside of the bezel, on the logic board, motor controller board, mechanical frame, on the cable for the pressure sensors and on the camshaft where the cams contact the pump fingers. Some of it causes restricted movement of the camshaft. During evaluation, the device was exhibiting 242.4030 errors (motor stall) caused by fluid ingress. Cardinal health has determined that residue on the occluders can lead to a device malfunction, resulting in rate inaccuracies. A review of the quality notification (qn) database found no relevant qn's having been generated for this alaris pump module serial number.

Event description:
Device returned to the manufacturer's service department with complaint of pc logic board error. Customer was contacted and no patient harm was reported. Attempts to contact the report source for further information related to any inaccuracies events have been unsuccessful.